Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, g2, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed compressor temp sensor. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(component codes), h11 corrected fields: d4(UDI#) the maquet failure analysis and testing department(fat) received part number: 0206-00-0734 temp sensor sn: n/a with a reported unit failure of failed compressor temperature sensor. The fat department performed visual inspection of this part received and observed that the white cable is broken. The failure analysis and testing department verified the failure of failed compressor temperature sensor. Retaining the temp sensor assembly at fat dept, per procedure.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed compressor temp sensor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The fse that encountered the issue stated that the compressor temp sensor was not communicating properly. The fse replaced the threaded probe temperature sensor. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.